Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product revealed that the power supply had burned components. The printed circuit board resistors r1, r3, r5, and r6 have failed and appear burnt. Also, the top cover is damaged on both the front and side. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during testing that this device has burnt components. There was no harm and no delay. No adverse events were reported as a result of this malfunction.